Manufacturer narrative:
The user facility submitted medwatch mw5108590 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had lipids leak into the final solution; lipids were not scheduled to be pumped. This issue was identified during compounding of parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.